Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported a loss of pain relief requiring an unscheduled clinic or office visit. It was noted the system was initially helpful but recently it had not been working well and now failed to control pain. Symptoms included unrelenting and severe right foot pain over the past several years which had been poorly controlled with interventional pain procedures, oral medications, and neurostimulator. Additionally, the device was not charging. The loss of pain relief was reported to the study on (B)(6) 2016 by the patient. On (B)(6) 2016, surgical observation discovered the leads had migrated and the implantable neurostimulator expired. The entire system was explanted without replacement and the event resolved without sequelae on (B)(6) 2016. It was noted the event was related to the device or therapy but unlikely related to the implant procedure. Medical history included right lower extremity complex regional pain syndrome and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.